Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, on the 8th firing, the device was placed in the abdomen, placed on tissue and attempted to fire. The cartridge dislodged from the device and broke into many pieces. The pieces were retrieved. The device was removed and a new cartridge was loaded and fired fine. The procedure was completed without any impact to the patient. Device and cartridge were discarded.